Event description:
It was reported by the rep the devices were used in a bowel case. It was reported the procedure was around 07/16/98, and the instruments "jammed." The rep has a meeting scheduled 07/23/98 with the surgeon to gather further info. There was no consequence to the pt. 07/23/98 sales rep called back with further info. It was reported the devices were used during a gastrectomy procedure. It was reported that tx60b was fired across the duodenal stump. It was reported there were staples only at the proximal and distal ends of the staple line. The device did not staple in the middle of the staple line. The surgeon then fired an ax55b below where the tx60b was fired. The same difficulty was encountered with this device where the staples were present proximally and distally, but no staples in the middle. The surgeon then oversewed the entire staple line. The pt remains in the hosp and is being evaluated for biliary leakage.